Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product batch record were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient had experienced uveitis and endophthalmitis. The patient complained of difficulty seeing. Corrected va: (0.2) cells, flaring, vitreous opacity and poor fundus visibility. There are three files associated with this report. This is 3 of 3. Additional information has been requested but is not available at the time of this report.